Event description:
Following induction and direct laryngoscopy, a laryngotracheal cannula (lta) was inserted into the airway in order to place lidocaine into the trachea. After airway secured, lta tip appeared to be lodged near glottic opening. Attempts to remove with mcgill's were not successful. Et tube pulled back for better view of plastic foreign body but view of plastic piece was lost. No ventilation problems occurred. Fiberoptic bronch was done by anesthesia staff without visualization of plastic tip in any segment of the airway. General surgeon proceeded with planned surgery (lap chole) without complication. General surgeon also completed a fiberoptic bronch prior to extubation and was unable to locate plastic tip in any segment of the airway.